Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to experiencing a high blood glucose (bg) level of 588 mg/dl. The customer was treated with intravenous saline and insulin. The cause of the high bg was unknown. At the time of the call with tandem technical support (cts), the customer was still hospitalized. Multiple follow up attempts were performed by cts to obtain additional information, however, the customer did not respond.